Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
An engineering evaluation was completed. Per the evaluation, the complaint was unable to be confirmed. The labeling was reviewed and found to be adequate. The trend was reviewed and found to be in control. It is possible the customer opened the jar, then closed it with the ID tag outside of it at some point before the surgery. A root cause of the alleged ID tag being outside of the valve jar is unable to be determined based on the evidence of the returned device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation summary: the tamper resistant seal on the box had been cut. The plastic seal on the jar had also been removed. Customer report of the string of ID tag was outside the valve container was not confirmed. As received the string and attached ID tag was found completely inside the jar. No visible kink or indentation was observed on the ID tag string. Any packaging non-conformance that results in a breach of the sterile package (i.e. Pinhole, tear or seal issue), has the potential to result in a serious infection. Per the product evaluation, the reported event could not be confirmed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. The root cause of the event remains indeterminable. If new information is received, a supplemental report will be submitted.

Event description:
It was reported that the ID tag of a 25mm pericardial aortic valve was "outside the sterile interior of the container" and the valve was not used. Through follow up it was reported that the string on the tag was in the cerations (threads where the lid screws on) of the container, since it was not inside the container, the sterility was in question.